Event description:
Additional information was received: it was reported that the rep had received an email from the patient stating that they had a short circuit on the same electrode that was reported in february. Per the initial report the rep in february the patient¿s family indicated that they had a short circuit. It was reported that the patient was receiving benefit and that they were programming around the short circuit. No intervention was planned at the time. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va09w56, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot#: va09w56, implanted: (B)(6) 2013, product type: lead. Product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section d. Information references the main component of the system and other applicable components are: product ID (B)(4). Lot# va09w56 serial# implanted: (B)(6) 2013. Explanted: product type lead product ID (B)(4). Lot# va09w56 serial# implanted: (B)(6) 2013. Explanted: product type lead product (B)(4). Lot# serial# (B)(4). Implanted: (B)(6) 2013. Explanted: product type extension product ID 3387s-40 lot# va09w56 serial# implanted: (B)(6) 2013. Explanted: product type lead product ID 37601 lot# serial# (B)(4). Implanted: (B)(6) 2019 explanted: (B)(6) 2019 product type implantable neurostimulator medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the impedance issue was only on the left side. No shorts were noted on either the old or new ipg. No cause of the high impedances on one electrode were determined. The extension was wiped with wet and dry sponges and placed in both channels of the new ipg with the same results. The high impedance on one electrode remained, however it was not being used in the patient¿s programming. The old ipg would not be returned for analysis. There were no further complications reported.

Manufacturer narrative:
Other relevant device(s): product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, ubd: 16-apr-2016, UDI#: (B)(4). Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension, ubd: 20-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that high impedances were noted on one electrode during ins replacement surgery. The patient's family stated "patient had a short in certain position and then programmed around it." Multiple impedance checks were performed, the extension was wiped with a wet and dry sponge, and the extensions were places in different channels of the ins to rule out a battery issue. No additional actions were taken. It was noted the patient's programming did not use the contact with the high impedances. The issue was not resolved. No patient symptoms were reported. No further complications were reported or anticipated with this event.